Event description:
Information was received that a smiths medical cadd legacy plus had no disposable alarm. Screen had shown 89.10 ml given, but the run screen still showed the 100 ml. No patient injury occurred.